Event description:
Unomedical reference no. (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced an issue with infusion set was bent cannula. The blood glucose level was 395mg/dl at the time of incident. The issue occured after three hours of insertion. The site of insertion was abdomen. The infusion set was in use for three hours. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.